Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump pushed insulin "forward" during the load step. It was reported that the user had to stop the pump during the load step because the pump was not detecting the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a load step malfunction was recorded. The pump emitted a ¿no cartridge detected¿ alarm during investigation. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and a trace at the pin of the force sensor flex was found to be cracked.